Event description:
It was reported that a spectrum infusion pump was constantly alarming upstream occlusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the reported upstream occlusion alarms. The eval did not observe any upstream occlusion alarms during testing suggesting the alarms found in the history were true upstream occlusion alarms. The device passed all occlusion testing and was found to be within specification. The unit was calibrated to ensure proper occlusion detection.